Manufacturer narrative:
The serial number and date of manufacture have not been provided. The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges device wants to go left and occasionally takes a sharp turn right. Alleges everytime a hard puff (using sip-n-puff) is taken, device turns left and speeds up.

Manufacturer narrative:
The serial number and date of manufacture have been updated. The device was returned and evaluated. Unable to confirm complaint due to lack of returned evidence.

Event description:
Consumer alleges device wants to go left and occasionally takes a sharp turn right. Alleges everytime a hard puff (using sip-n-puff) is taken, device turns left and speeds up.